Event description:
It was reported by the patient's relative that the patient had fallen, and they were concerned the device may have shocked the patient, causing the fall. The clinic reported that the patient was sent to the hospital, and that there were no shocks from the device. The right ventricular (rv) lead was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, implanted: (B)(6) 2012. (B)(4).